Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported continual downstream occlusion error which was not reproduced during evaluation. A review of the event history log identified downstream occlusion errors. The cause was determined to be an out of specification downstream sensor which was calibrated to correct this condition. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a continual downstream occlusion error. There was no patient involvement. No additional information is available.